Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal heavy bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), urinary tract infection ("bladder/urinary problems :uti"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems") and abdominal pain lower ("severe cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2014 and d&c in (B)(6) 2014). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract infection, fatigue, alopecia, headache, visual impairment, weight increased, mood swings, vaginal haemorrhage, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain /abdominal pain, uti, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet received. Events per pfs: hormonal changes: mood swings, abnormal bleeding (vaginal), migraines / headaches, severe cramping and abnormal heavy bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.